Manufacturer narrative:
The hospital's biomed could not reproduce the issue and stated dispatching a field service engineer (fse) was unnecessary. Hardware logs, along with a patient event file was received for review. Philips product support specialist reviewed the received hardware logs and confirmed that no error message recorded would lead to a charge failure of the device. Philips senior manager medical office reviewed the received patient event file determining that there were two instances of charging the device to 200j during the case. After each charging event, the user manually disarmed the charge by pressing the ¿cancel charge¿ soft key. The device will not deliver a shock after the charge has been disarmed. The device functioned as designed for safety and its intended use. Based on the information available and the testing conducted, the cause of the reported problem was with the user manually disarming the charge. The reported problem was confirmed. The device was noted to be functioning as designed for safety and its intended use. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter first name: (B)(6) a follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating the device failed to charge to 200 j during a procedure. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.